Event description:
On (B)(6) 2022, a customer called hologic technical support (ts) to report inconsistent results produced using the aptima sars-cov-2 assay, lot: 314419, on the panther instrument sn: (B)(4). Worklist 000606-20220506-03 had 1 sample that tested negative and retested positive. The customer performed a retest on a new aliquot of the primary samples which resulted in sars-cov-2 positive results. Since the test was prepared with a new aliquot, the result would not be considered discrepant. The results have not been amended to the clinician. Ts did not observe any signs of hardware failure or improper reagent preparation in the retest run. Per subject matter expert (sme), the sample from the retest may contain low target concentration of the analyte or may have potentially been contaminated during additional handling/storage. No product impact is known to date. A review of the logs did not reveal any reagent or instrument issues.